Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmissions. Transmissions showed that the pulse generator was oversensing r wave resulted in inappropriate mode switch episodes. The patient had no adverse consequences.